Manufacturer narrative:
Resubmission of initial report as per FDA on (B)(6) 2019. The axiom aristos fx plus system is built out of non-flammable materials. The board that was suggested to be involved in this incident is also carrying safety devices that are to be disconnected from the main system under certain conditions. According to siemens product specialist statement, the described issue is not possible to happen and is not known from historical data. Materials and additional information were requested from the site for additional investigation. Siemens received information that the concerned system was corrected with replaced parts and returned to the hospital to regular operation.

Event description:
Siemens became aware of an incident with the axiom aristos fx plus system. According to the received information, the incident occurred during a service event. A siemens engineer noticed an oil leak coming from an old x-ray tube while installing a new one. While aligning the tube and the detector, the collimator caught on fire. The system had to be powered down and the fire immediately went out. There is no patient or user involvement in this case. No injuries were reported in this event.

Manufacturer narrative:
The returned collimator was inspected by the manufacturer. It was found that the problem occurred due to a short circuit on the board pcb d22 rev3. However, the exact root cause could not be determined due to the damage of the board. The small flame caused by the short circuit would have stopped burning even if the system was not switched off. Tests under massive overload and overheat conditions were performed in the test laboratory; however, the issue was not reproducible. Since it was noticed that this problem is only known on the aristos systems, the circuit diagram was reviewed. No system failure was found. The collimator has the same interface as other systems. The power supply for the collimator provides 30v; the collimator is designed to work with 28v to 40v, max. 10a. The interface is equipped with a fuse (f7 with 8a) as well as the collimator itself. No design error or any systematic problems were identified during investigation. Siemens stopped delivery of the aristos fx plus systems in 2011. A successor collimator with led light that is working with lower voltages has been already introduced as spare part (material number (B)(4)).